Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call of issues with customer's sensors. The wife states they had five sensors that needed replacement. The wife states the needle broke off, they received lost sensor, and they had to take them off and put the needle back on. The wife was not hippa verified, so the wife was advised to have customer call in. The customer called in and confirmed issues with the five sensors. The customer states the first three sensors would not link to the device. The second two sensors had issues with the serter. The customer states the needle hub and the whole needle retracted. The customer states the needle hub was stuck in the serter. The customer was advised to call in as soon as issues arise. The customer was advised the sensors would be replaced and returned for analysis. The customer's blood glucose level was unknown.

Manufacturer narrative:
Reliability analysis inspected one opened/used partial sensor, and performed the sensor initialization test. Confirmed that the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Unable to confirm the needle complaint due to the product being returned with no needle.